Event description:
PICC was inserted at the hospital and patient was transferred to another hospital. The patient died in 2009 from an unknown disease. The doctor indicated the PICC is not related to the death of the patient.

Manufacturer narrative:
The sample was received on 25 february 2009 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted.